Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery out limit alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No button error alarm was noted. No moisture damage was found on the electronics, motor, battery tube, or vibrator assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, missing end cap sticker, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after he got into a hot tub while wearing the pump. The customer's blood glucose was 120 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.